Event description:
It was reported there was thermal event, which resulted in a minor burn and did not require any medical intervention.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was thermal event, which resulted in a minor burn and did not required any medical intervention.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoke from handpiece probable root cause: 1. Generator power malfunction. 2. Material/design error. 3. Conductive irrigant used. 4. User error. The reported failure mode will be monitored for future reoccurrence.